Manufacturer narrative:
Product not returned for eval.

Event description:
The father of the pt reported that his son has experienced multiple infusion set tubings that loosened from the luer lock. The pt's blood glucose did elevate, but no blood glucose values were provided by the pt's father. The father did say his son's blood glucose levels were manageable. The pt was able to control his blood glucose levels by changing his infusion set, bolusing insulin and by delivering injections. No medical attention was necessary. No product will be returned for eval.